Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). The motor passed the motor test. There was no compromised force sensor system alarm noted. They were unable to verify the excessive no delivery alarm due to motor error alarm at basic occlusion. The pump had a scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. The customer's blood glucose was 106 mg/dl at the time of incident. Troubleshooting was completed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.